Manufacturer narrative:
Additional device listed in this event catalog 6570-0-036, description: delta v-40 ceramic head 36/-5, lot: 64928402. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to infection (infection reported by surgeon. Unknown if clinically confirmed, infecting microorganism not reported). A head and liner exchange was performed.